Event description:
Pt visited a radiology lab -non- hosp-for a CT scan of their sinuses and maxilla. The scan was performed lasting 10 minutes or so. Later that day pt began feeling a burning sensation on the upper part of their mouth and in addition pt experienced a slight amount of disorientation. The burning sensation lasted for 3 days. Pt was traveling and waited until pt returned to visit the emergency room of hosp, where pt was examined but no treatment was offered. It appeared that their condition was not something they ever encountered. It is now the week following scan and pt is still experiencing mild aches in their head and neck and mild disorientation -very unusual for them. The burning sensation in the top area of their mouth subsided, it was an unusual sensation. Unlike a burn to interior of their mouth. Pt is certain that these experiences are some kind of reaction to the scan. Pt is very concerned and has spoken with their personal dr, an ent specialist, the radiologists at the center, radiologists at a neighboring hosp. Pt has been frustrated with the lack of concern. Pt is a person capable of establishing a relationship between sudden changes in needs, well being and a medical procedure. Pt needs advice. Pt is extremely concerned and needs to understand what they are still experiencing and the medical community up until this point while sympathetic is not helping.